Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer stated that she wore the pod for 24 hours. Her bg rose to 491 mg/dl with no ketones, at which point she removed the pod, activated a new one and her bg levels came down. She is returning the suspect pod for evaluation.